Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) was updated from (B)(6)2022 to (B)(6) 2022 updated based on extended investigation.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and a low reading of 62 mg/dl which was lower than a lab reading of 250 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and a low reading of 62 mg/dl which was lower than a lab reading of 250 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed and no physical damage is observed on the sensor patch. Sensor plug was properly seated in mount. The sensor was found to be in sensor state 5 (indicating normal termination). No issues were found with the sensor data upon extraction. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Corrosion through sensor casing was observed indicating liquid ingress. The sensor was de-cased and removal of the corrosion was attempted the sensors battery was removed, and a new, unused battery was placed in the returned sensor. Sensor was reprogrammed, activated, and placed into text fixture to perform accuracy test. The accuracy test failed indicating that the observed corrosion affected the puck readings. This issue is therefore confirmed. G07002 appropriate term/code not available was selected as the issue was confirmed to corrosion. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and a low reading of 62 mg/dl which was lower than a lab reading of 250 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device manufacturer date for the reported sensor is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained.